Event description:
Meter was reading inaccurately erratic. The pt performed two control solution tests, both failed. Pt also reported blood glucose results of 5.6 and 16.6 mmol/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt stated that the test strips and control solution were in good condition, the codes matched, and the testing technique was correct. No harm or injury was alleged. The meter and test strips are being replaced for the pt.